Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.

Event description:
On (B)(6) 2025, it was reported by the clinical diabetes specialist (cds) that the user experienced low blood glucose (bg) levels of 31 mg/dl. The user's husband found her unresponsive and called emergency medical services (ems). The husband attempted to administer juice, but the user was unconscious and unable to ingest it. Upon ems arrival, the user was treated with a glucagon injection and transported to the emergency room (ER). The user experienced profuse sweating. At the ER, the user was treated with intravenous dextrose (d50). The user was seen at 9:00 am on (B)(6) 2025 and discharged at 2:00 pm the same day. No long-term health effects were reported. The cds consulted with the user's diabetes educator, who recommended a factory reset and emphasized the importance of prompt low bg treatment with 10g of carbohydrates and avoiding late meal announcements, which may have contributed to the event. The user was later assisted by customer care with a factory reset and reconnection of the ilet on (B)(6) 2025.